Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two bursts of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to what appeared to be atrial tachycardia/flutter with rapid ventricular response. The second burst of atp accelerated the patient's rhythm into the ventricular fibrillation (vf) zone, and then the patient received a shock. Technical services (ts) reviewed stability calculations, and discussed troubleshooting options. This device remains in service. No additional adverse patient effects were reported.